Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was revised due to aseptic loosening of the femoral stem and black debris within the joint, indicative of metallosis. During the procedure, the femoral stem was removed and replaced.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information concomitant medical products: bone scr 6.5x30 self-tap lot#61197916 item#00625006530, bone scr 6.5x15 self-tap lot#61114438 item#00625006515, liner 10 degree elevated rim 32 mm i.d. For use with 64 mm o.d. Shell lot#60676959 item# 00631006432, bone scr 6.5x20 self-tap lot#61119077 item#00625006520, shell porous with multi holes 64 mm lot#61154602 item#00620206420, femoral head 32 mm diameter short 0 mm neck length lot#60699106 item#00902603200. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review identified that the femoral stem is in varus alignment with regard to the long axis of the femoral shaft. A wide zone of radiolucency is also present adjacent to the femoral stem, consistent with loosening. It is possible that generalized osteopenia may have contributed to the loosening of the stem and subtrochanteric fracture. There is a fractured screw noted which is projecting over the periacetabular region superior to the acetabular cup. The fractured screw and loosening noted from the x-ray review are irrelevant to the reported event as no x-rays dates were provided. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0002648920-2017-00727.